Event description:
Attempted to discontinue foley. Unable to advance catheter, irrigate catheter, or remove fluid from balloon. Balloon punctured with 22 gauge needle and then removed. No known adverse pt outcome. Date of foley insertion is unknown because pt came into hosp with foley.